Event description:
Reportedly, this ring was explanted at implant due to severe mitral regurgitation and partial deshiscence of mitral valve annuloplasty ring. The ring had separated from the annulus at p3 as well as at a1 levels. The annulus had torn and the posterior leaflet of mitral valve was actually separated off annulus at this level.